Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged and all device sutures were cut. Functionally, the reload was loaded into a representative instrument and the device was clamped on the appropriate test media thickness and the device remained clamped. The reload was cycled without hesitation or binding and was applied to test media. Test media was cleanly transected. The reload interlock was tested and found to function properly. The device was clamped on over-indicated tissue thickness, the trigger of the handle was released, and the reload I-beam could be seen to move back towards the proximal end of the reload. The jaws did not open. It was reported that the jaws of reload did not remain closed around the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: thick tissue application. The clamping mechanism was slightly deformed, causing the device jaws to diverge from each other. Staple pushers were partially flush with the cartridge from the 3-5 cm cut marks. The product analysis noted evidence that the device was not used as intend ed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, on the surgeon's third fire the stapler was placed on tissue and closed. The surgeon removed his hand from the ring handle and the knife blade slowly retracted back to the z bed causing the jaws to open. The surgeon clamped down again this time ensuring the ring handle touched the back of the plastic handle. The surgeon released his hand from the ring handle and the knife blade slowly moved causing the jaws to open again. The surgeon clamped a third time and kept tension on the ring handle until ready to fire then surgeon pressed the green fire button and fired the staple load without issue. Many other reloads were fired using the handle without issue. There was no patient injury.